Manufacturer narrative:
It was reported that "the remote was broken. When clicking the raise button, the bed it wouldn't go until the third time on the remote. Customer states the pendant does not respond best when clicking the up button.". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated "the remote was broken. When clicking the raise button, the bed it wouldn't go until the third time on the remote. Customer states the pendant does not respond best when clicking the up button."